Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from the (B)(4) registry. The report indicated that the patient was admitted into the hospital with fatigue and dark urine. The patient was found to have low hemoglobin, elevated plasma free hemoglobin (pf hgb), worsening right heart function by right heart catheterization (rhc), and echo. He also had poor response to medical management. The patient was not a surgical candidate and was discharged to a hospice house. Add'l info was received from the hospital's vad coordinator that the patient had expired at the hospice house, due to right heart failure and multi-system organ failure.

Manufacturer narrative:
The user facility report ((B)(4)) was received from the (B)(4) registry. The pump will not be returned to the MFR for eval, as the pump was not explanted. No autopsy was performed and a death certificate was not provided to the hospital as the patient expired at a hospice house. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.